Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient is deceased and died approximately eight months post implant of the implantable cardioverter defibrillator (ICD) system. The cause of death is unknown. Additional information provided reported that the patient was found in a partially decomposed state and taken to the medical examiner¿s office. Device interrogation was performed and reported that the patient had a ventricular fibrillation event which was unsuccessfully converted after maximum shock delivery. The exact date of death is unknown.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A care alert was triggered for all ventricular fibrillation (vf) shocks exhausted.